Manufacturer narrative:
It is unk when the events occurred as this info has not been provided. Based on info provided, it cannot be determine that the alleged infection or debridement is related to v.a.c therapy. There have been several attempts made to gather additional info, but there has been no response. Kci has not been able to obtain sufficient info to establish to root cause.

Event description:
Kci received article, howell, ronald d., hadley, scott, strauss, eric, pelham, francis r blister formation with negative pressure dressing after total knee arthroplasty, current orthopaedic practice. A 22 (2): 176-179, march/april 2011. Doi:10.1097/bco.0b013e31820b3e21 that reported one pt in the negative pressure treatment group allegedly experienced a deep surgical site infection. The pt's wound was dry by the fourth postoperative day, and several weeks after discharge, the pt began to have drainage from the incision site. The pt was treated with antibiotic therapy, and a return to surgery 6 weeks postoperatively for irrigation and debridement with a polyethylene liner exchange. The pt did not require a revision of the implanted arthroplasty components, and the infection resolved "without the need for lifetime antibiotic suppression." The unit's type or serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.